Event description:
It was reported that during device change out due to normal battery depletion, externalized conductors were observed on a cine image. No electrical anomalies were detected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.